Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2017 in a child. Since (B)(6) 2020, no pacing was observed when the lead polarity was programmed in bipolar configuration, though the pacemaker was connected to bipolar leads. After reprogramming the leads polarity to unipolar, normal pacing was recovered. During the re-intervention performed on (B)(6) 2020, the ventricular lead was found broken. As a consequence, it was decided to replace both the ventricular lead and the pacemaker during the same procedure to improve the pacing system longevity. Preliminary analysis of the returned device did not reveal any anomaly.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6)2017 in a child. Since(B)(6) 2020, no pacing was observed when the lead polarity was programmed in bipolar configuration, though the pacemaker was connected to bipolar leads. After reprogramming the leads polarity to unipolar, normal pacing was recovered. During the re-intervention performed on(B)(6)2020, the ventricular lead was found broken. As a consequence, it was decided to replace both the ventricular lead and the pacemaker during the same procedure to improve the pacing system longevity.preliminary analysis of the returned device did not reveal any anomaly.